Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results: - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: attached list of additional devices implanted in this patient and related to this event: pxc201200/04829658. This device was manufactured at manufacturing site number 2017233.

Event description:
In 2007, this patient presented with a contained ruptured pseudoaneurysm of the left iliac artery. Two gore excluder aaa endoprostheses were implanted, however a distal type I endoleak of the left iliac artery was unable to be resolved through ballooning. The physician attributed the lack of seal to the existing rupture prior to implantation. A decision was made to surgically convert the patient to open repair at which time a 16x9 dacron graft was used to successfully repair the patient's vessel. The patient tolerated this procedure well.